Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During service field service engineer reported a bad back up battery. There was no patient involvement reported.

Manufacturer narrative:
The customer chose not to fix the issue and put the unit out of service at this time.